Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 21mg/dl. Customer treated low blood glucose with food so patient current blood glucose was 220mg/dl. Customer also states that sensor glucose value was 77mg/dl and difference between sensor glucose value and blood glucose value was within the acceptable range insulin pump will not be return for analysis.